Event description:
It was reported that a xia 3 titanium blocker fractured intra-operatively. The blocker broke while attempting to final tighten. The blocker was removed and replaced with a new one. The procedure was completed successfully without surgical delay or patient harm.

Manufacturer narrative:
D.9 and h.3 were updated to reflect product return. Visual inspection: the blocker was returned fractured in 2 pieces. There is significant damage to the blocker hex, it is unknown if this occurred during removal or before the fracture occurred. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Due to the damage found on the blocker and the lack of information on the case, a definite cause cannot be determined. Possible causes include over torqueing, deformed torque wrench tip, cantilever force applied during final tightening, rod not fully reduced, and/or the torque wrench tip not fully engaged into the blocker during final tightening.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a xia 3 titanium blocker fractured intra-operatively. The blocker broke while attempting to final tighten. The blocker was removed and replaced with a new one. The procedure was completed successfully without surgical delay or patient harm.